Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn initiated an infusion of kcl 40meq to infuse 10meq/hour over 4 hours, however, the device auto set itself to infuse over 2 hours. The facility protocol is to infuse kcl at 10meq/hour, therefore, the device had to be manually reset to infuse over 4 hours. The customer states that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added suspect changed from 8100 to 8015. The customer¿s report that the device ¿auto set itself to infuse over 2 hours¿ was confirmed in the pcu event log. Analysis of the pcu log showed no errors or malfunctions on the reported incident date. The log recorded a ¿remote IV¿ message was received for drug ID 516 on 10mar2019 at 8:25 am. The infusion parameters closely match the infusion parameters reported by the customer. The programming parameters in the ¿remote IV message¿ are as follows: model info: model 8100 s/n 14507038 drug ID 516: drug amount: 40 meq, diluent volume: 100ml, vtbi 100ml, rate 50ml/hr, duration: 2700 seconds (2 hours), patent weight: 62.7 kg at 8:25 am the infusion is started, pump infusing. At 8:26 am, the pump module is selected, and a rate change is made. The rate is changed to 25mg/hr. At 12:24 pm, the ¿pump module¿ alarms for ¿air in line¿. At 12:26 pm, the ¿pump module¿ is channeled off. The total volume infused 99.602ml. Test results: functional testing performed on the returned pump module found the device was operating in specification. The root was found to be the result of a ¿remote IV¿; the ¿remote IV¿ message is sent to the pcu from the hospital¿s order entry system. The message eliminates infusion programming interactions from the user.

Event description:
It was reported that the rn initiated an infusion of kcl 40meq to infuse at 10meq/hour over 4 hours, however the device re-set itself to infuse over 2 hours. The facility protocol is to infuse kcl at 10meq/hour; therefore the device had to be manually reset to infuse over 4 hours. The customer states that there were no adverse effects caused to the patient from the event.